Event description:
Indication: nonfamilial hypogammaglobulinemia, common variable immunodeficiency, unspecified, age­ related osteoporosis without current pathological fracture. Pt reported she was unable to get the syringe to work with the pump, the black adapter was not clicking in, and the empty 50ml syringe was not fitting into the pump either for her to transfer the medication. No further information/details provided. Unknown if md aware. Lot number and expiration date unknown. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand. No additional information reported. Reported to (B)(6) by: patient/caregiver.